Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The lead was repositioned due to dislodgement. At the end of the procedure patient went into pea and acls was initiated. Patient was intubated and transferred to the ICU. The patient passed away on (B)(6) 2017. Should additional information be received, this file will be updated.